Event description:
It was reported that during a da vinci-assisted surgical procedure, the tie-rod was broken. A similar backup da vinci instrument was used to continue with the case. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) has attempted to follow up to obtain additional information, however, no further details have been received as of date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the monopolar curved scissors instrument involved with this complaint and completed the device evaluation. Failure analysis investigation replicated/confirmed the customer reported complaint of the scissors having a broken tie rod at the tip. The instrument was found to have a broken grip cable at the distal idler pulley. The distal idler pulley spun freely and did not exhibit any damage. Additionally, the instrument tube extension exhibited signs of scratch marks/abrasions. The tube extension scratch marks measured roughly 0.019¿ - 0.157". A review of the site's complaint history does not show any additional reportable complaints related to this product and/or this event. No images or procedure video were provided for review. A review of the instrument log for the instrument (pn 470179-19/lot # n12201130 0348) associated with this event was performed. Per logs, the instrument was last used on (B)(6) 2021 on system (B)(4). The instrument had 2 uses remaining after last use. Based on the information provided at this time, this complaint is being reported due to the following conclusion: failure analysis acknowledges that a fragment was missing from a portion of the device that enters the patient. Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient and no report of fragments falling into the patient, the reported failure mode could likely cause or contribute to an adverse event if the fragment(s) did fall into the patient.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) obtained the following information from the customer about the complaint: it was confirmed that the missing material/damage occurred outside of a surgical procedure. There was no report of a fragment falling from the device while used within a patient. Patient did not returned to the hospital due to experiencing post-surgical complications related to retaining a foreign object. Due to its privacy policy the hospital does not provide patient demographics nor any relevant tests and patient history.